Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6)2014, upon sensor deployment, sensor wire became detached with the removal of the applicator. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).